Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical inspection. A visual inspection of the returned cycler exterior showed no signs of physical damage. Touch screen test failed. During the power on sequence, an upside down display was encountered. Failure was traced to the functional board. Upon closer inspection, shorted components were observed. There were signs of thermal damage on two resistor packs (rp22, rp31). Both resistor packs are part of the lcd circuit. A test functional board was installed to continue testing. Touch screen test passed. Voltage verification check passed. An internal visual inspection of the returned cycler encountered no other discrepancies. The device history record did not reveal any issues or problems related to the reported symptom code(s)..upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be an internal short on the inverter board.

Event description:
A peritoneal dialysis (pd) patient's contact reported a cycler showing a distorted screen occurred in power up. The screen is upside down and the letters are mirrored looking turned around facing the wrong direction. A new cycler was issued to the patient. Additional information was requested, but none was received. The cycler was returned to the manufacturer and a replacement cycler was provided and received. Upon physical evaluation of the cycler by the manufacturer, evidence of an internal short on the transformer on the inverter board was identified.